Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was not able to be placed in the target location due to unacceptable pacing threshold measurements. The lead was ultimately placed and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.